Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: decreased nipple sensation, ptosis, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses developed bilateral breast pain, bilateral ptosis, and decreased nipple sensation bilaterally post implantation. The issues were diagnosed during a consultation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the patient¿s right breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis.